Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 18 mg/dl. Customer managed low blood glucose by consuming carbohydrates, assisted by her husband. System check with tandem technical support confirmed the pump was functioning as intended.